Event description:
Case description: this case was linked with case (B)(4), referring to the same patient. This spontaneous report was received from a canadian physician and concerns a 56-year-old female patient. The patient was injected with radiesse (+) into the jawline, on (B)(6) 2025 (tuesday) at 12:00. Batch number was reported as a00224690 (expiry date: 21-aug-2027). A lot search in the global safety database was conducted. Dilution was reported as 1:1 with 0.5 ml of normal saline (product preparation issue, off label use of device). She was concomitantly injected with belotero intense lidocaine into the jawline, on (B)(6) 2025. Batch number was reported as b00067460 (05-may-2027). On (B)(6) 2025, immediately after the radiesse (+) injection, the patient experienced a vascular occlusion in the chin, artery under the chin guard, jawline (reported as the insertion site) and at the marionette level. She experienced hematoma in the chin, artery under chin guard and at the insertion site at the marionette level. There was no whiteness during the injection itself, but then capillary return decreased. Compression was not assumed at the on-site evaluation, with the initial appearance. A follow-up photo was done in the morning and in the evening. On (B)(6) 2025 (wednesday), there was no discoloration, no livedo (as reported), hot skin, no pain or mottling. Capillary returns were decreased but present. On (B)(6) 2025 (thursday) at 9:01, there was an appearance of redness of the chin and lower lip with a tingling sensation. Corrective treatment included 2 ml of hyaluronidase (1500 units per ml). At 9:09, 1 additional ml of hyaluronidase was injected, and a hot compress was applied. At 10:07, 1 additional ml of hyaluronidase was injected along with 5 ml of normal saline (ns) to flush the area. Hot compress was applied, followed by 1 h of stable evolution. There was no sharp pain except for touch at the level of bruising near the depressor anguli oris (dao) region. At 16:27, further 3 ml of hyaluronidase (1500 units per ml), a second flush with normal saline (ambiguously reported as 20) and a hot compress were applied. At 17:05, a flush with 15 ml of normal saline (ns) and hyaluronidase (1500 units per ml, ambiguously reported as 1.5) was done. Additionally, aspirin (80 mg, three times) was co-administered. On (B)(6) 2025 (friday), her skin had a rash on the bruise. At 15:07, 1 ml of hyaluronidase (1500 units per ml) was applied, along with a flush with 5 ml of normal saline. She also received aspirin (80 mg, three times). At 17:20, the patient left the clinic to go to a hospital for a hyperbaric chamber. A follow-up was scheduled. Due to the provided information, the outcome of the event was considered as not resolved. Follow-up information was received on 22-dec-2025: the batch record review was received and the lot number for radiesse (+) was confirmed as a00224690 (expiry date: 21-aug-2027). Follow-up information was received on 02-feb-2026: the patient was injected subdermally with radiesse (+) into the jawline for facial rejuvenation to stimulate collagen. Injection was done using fanning technique and 25 g, 38 mm (reported as 1,5 po) cannula. Radiesse (+) was diluted with belotero intense lidocaine and 0.5 ml of normal saline and injected as a hybrid (product preparation issue, off label use of device). Allergies included codeine allergy. Past medication included codeine. Previous aesthetic treatments included fillers, bio stimulants and botox, many times without any adverse event. Medications taken at the time of the event were reported as none. There was no malfunction or device deficiencies that occurred during the treatment. Diagnosis of vascular occlusion was confirmed. Until (B)(6) 2025, corrective treatment included 5 consecutive days of hyaluronidase (1500 units) treatments, 4 treatments in hyperbaric chamber and 3 topical exosome treatments. Skin completely healed. Due to the provided information, the outcome of the event was considered as resolved (changed from not resolved). In the opinion of the reporter, the patients blood vessels were more superficial than usual, and the event was related to the radiesse (+) and the injection procedure. Therefore, the causality was changed from reasonable possibility/suspected to related. Case amendment performed on (B)(6) 2026: case amendment performed due to a technical error resulting in no MDR# being generated.

Manufacturer narrative:
A lot search in the global safety database was conducted on the reported lot (batch a00224690) and no similar events were noted. Assessment by merz: the event occurred in a compatible local and temporal relationship. Vascular occlusion (serious) is expected based on the currently valid canadian instructions for use (IFU) leaflet of radiesse (+) and can occur after treatment with radiesse (+). The reported decreased capillary refill, hematoma, redness and tingling and bruising are considered as symptoms of vascular occlusion (serious). Product preparation issue and off label use of device are coded only for formal reasons. A dilution of radiesse (+) with saline solution is not an approved indication for radiesse (+) in canada. The IFU warns that an introduction into the vasculature may lead to embolization, occlusion of the vessels, ischemia or infarction and recommends to take extra care when injecting soft tissue fillers and to e.g. Inject radiesse (+) slowly and apply the least amount of pressure necessary. Rare but serious adverse events with intravascular injection of soft tissue fillers in the face include e.g. Blindness, cerebral ischemia or skin necrosis. Nevertheless, during injection of a filler it can occur that a blood vessel is accidentally occluded by two different mechanisms: directly by injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The IFU recommends to immediately stop the injection if the patient exhibits any of the following symptoms including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure and patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur. In this case, necrosis was not reported. Strong confounding factor includes the concomitant injection with belotero intense lidocaine. However, a contributory role of treatment with radiesse (+) cannot be excluded with certainty, as it is difficult to assess which product or whether possibly both products have caused onset of the event. In this case, the patient received comprehensive treatment with a non-resolved outcome. Causality for the event is assessed as possibly related to the treatment with radiesse (+) based on compatible local and temporal relationship. This case is assessed as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment after receipt of follow-up information on 22-dec-2025: the batch record review for radiesse(+), lot a00224690, was normal, no nonconformance reports, corrective/preventive actions related to this lot. Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse (+). This case remains as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow up information received on 02-feb-2026: due to the provided information, the outcome of the event was changed from not resolved to resolved. Based on the information provided, a possible further confounding factor could be that according to the physician the vessels were noted to be more superficial than usual. Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse(+). This case remains as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this case was linked with (B)(4), referring to the same patient. This spontaneous report was received from a canadian physician and concerns a 56-year-old female patient. The patient was injected with radiesse (+) into the jawline, on (B)(6) 2025 (tuesday) at 12:00. Batch number was reported as a00224690 (expiry date: 21-aug-2027). A lot search in the global safety database was conducted. Dilution was reported as 1:1 with 0.5 ml of normal saline (product preparation issue, off label use of device). She was concomitantly injected with belotero intense lidocaine into the jawline, on (B)(6) 2025. Batch number was reported as b00067460 (05-may-2027). On (B)(6) 2025, immediately after the radiesse (+) injection, the patient experienced a vascular occlusion in the chin, artery under the chin guard, jawline (reported as the insertion site) and at the marionette level. She experienced hematoma in the chin, artery under chin guard and at the insertion site at the marionette level. There was no whiteness during the injection itself, but then capillary return decreased. Compression was not assumed at the on-site evaluation, with the initial appearance. A follow-up photo was done in the morning and in the evening. On (B)(6) 2025 (wednesday), there was no discoloration, no livedo (as reported), hot skin, no pain or mottling. Capillary returns were decreased but present. On (B)(6) 2025 (thursday) at 9:01, there was an appearance of redness of the chin and lower lip with a tingling sensation. Corrective treatment included 2 ml of hyaluronidase (1500 units per ml). At 9:09, 1 additional ml of hyaluronidase was injected, and a hot compress was applied. At 10:07, 1 additional ml of hyaluronidase was injected along with 5 ml of normal saline (ns) to flush the area. Hot compress was applied, followed by 1 h of stable evolution. There was no sharp pain except for touch at the level of bruising near the depressor anguli oris (dao) region. At 16:27, further 3 ml of hyaluronidase (1500 units per ml), a second flush with normal saline (ambiguously reported as 20) and a hot compress were applied. At 17:05, a flush with 15 ml of normal saline (ns) and hyaluronidase (1500 units per ml, ambiguously reported as 1.5) was done. Additionally, aspirin (80 mg, three times) was co-administered. On (B)(6) 2025 (friday), her skin had a rash on the bruise. At 15:07, 1 ml of hyaluronidase (1500 units per ml) was applied, along with a flush with 5 ml of normal saline. She also received aspirin (80 mg, three times). At 17:20, the patient left the clinic to go to a hospital for a hyperbaric chamber. A follow-up was scheduled. Due to the provided information, the outcome of the event was considered as not resolved. Follow-up information was received on 22-dec-2025: the batch record review was received and the lot number for radiesse (+) was confirmed as a00224690 (expiry date: 21-aug-2027).

Manufacturer narrative:
A lot search in the global safety database was conducted on the reported lot (batch a00224690) and no similar events were noted. Assessment by merz: the event occurred in a compatible local and temporal relationship. Vascular occlusion (serious) is expected based on the currently valid canadian instructions for use (IFU) leaflet of radiesse (+) and can occur after treatment with radiesse (+). The reported decreased capillary refill, hematoma, redness and tingling and bruising are considered as symptoms of vascular occlusion (serious). Product preparation issue and off label use of device are coded only for formal reasons. A dilution of radiesse (+) with saline solution is not an approved indication for radiesse (+) in canada. The IFU warns that an introduction into the vasculature may lead to embolization, occlusion of the vessels, ischemia or infarction and recommends to take extra care when injecting soft tissue fillers and to e.g. Inject radiesse (+) slowly and apply the least amount of pressure necessary. Rare but serious adverse events with intravascular injection of soft tissue fillers in the face include e.g. Blindness, cerebral ischemia or skin necrosis. Nevertheless, during injection of a filler it can occur that a blood vessel is accidentally occluded by two different mechanisms: directly by injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The IFU recommends to immediately stop the injection if the patient exhibits any of the following symptoms including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure and patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur. In this case, necrosis was not reported. Strong confounding factor includes the concomitant injection with belotero intense lidocaine. However, a contributory role of treatment with radiesse (+) cannot be excluded with certainty, as it is difficult to assess which product or whether possibly both products have caused onset of the event. In this case, the patient received comprehensive treatment with a non-resolved outcome. Causality for the event is assessed as possibly related to the treatment with radiesse (+) based on compatible local and temporal relationship. This case is assessed as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment after receipt of follow-up information on 22-dec-2025: the batch record review for radiesse (+), lot: a00224690, was normal, no nonconformance reports, corrective/preventive actions related to this lot. Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse (+). This case remains as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent a permanent damage.